Manufacturer narrative:
Manufacturer's reference number: (B)(4). It was reported that a patient underwent an ablation procedure for ischemic ventricular tachycardia with a thermocool smart touch bidirectional sf catheter where a thrombus was found on the catheter upon removal. The returned device was visually inspected, and was found in good condition. The catheter was evaluated for eeprom, carto 3 system performance and sensor functionality. The catheter was recognized by the carto 3 system with no error messages and proper visualization. Eeprom data demonstrates that the catheter was properly calibrated during manufacturing. Per the reported event, the catheter was tested for electrical performance and stockert compatibility, and was found within specifications. A flow test was performed, which the catheter passed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. The catheter passed all specifications. Char is a physical phenomenon of radiofrequency ablation, and can be a normal result of the ablation process.

Manufacturer narrative:
On (B)(6) 2017, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Catheter sensor issues are not reportable. The catheter cannot be used and must be replaced, so the potential that they could cause or contribute to an adverse event are remote. The irrigation issue is also not reportable. This is highly detectable by the physician, and the potential that this could cause or contribute to an adverse event is also remote. The impedance spike is also not reportable. If impedance exceeds the user-selected cut off, and the generator stops delivering rf energy as intended, then the risk to the patient is remote. The response received confirms that cut off values for impedance were never reached. Thrombus exhibits poor adherence to catheters, and presents a potential risk of embolization for the patient. As a result, this event is MDR reportable. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, model and serial numbers unknown. Thermocool smart touch catheter, model # d-1348-05-s, lot # 17636370l. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for ischemic ventricular tachycardia with a thermocool smart touch bidirectional sf catheter where a thrombus was found on the catheter upon removal. Originally, a different catheter was connected to the carto system, but a sensor error populated. A cable change did not resolve the issue, so the catheter was exchanged in order to continue the case. Impedance values had been slowly rising since the start of the procedure, and so ablation was stopped (prior to reaching any cutoff values), and the catheter was removed from the patient¿s body. A thrombus was found on the catheter. Additionally, the irrigation port at the distal end of the catheter was found to be clogged. Again, the catheter was replaced, and the case was completed without any patient consequence. There were no issues related to temperature or flow with the catheter. The generator was being used in power control mode with a temperature cutoff value of 42 degrees celsius. Temperature/impedance/power values at the time of the event are unknown. Heparanized saline was in use as an anticoagulant. The patient has not exhibited any neurological symptoms since completion of the procedure. The response received indicates that the substance found on the catheter after removal may have been char, but this event will be conservatively reported as the term ¿thrombus¿ was used multiple times.